Event description:
Report received of an underdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. The pump was programmed to deliver 1600mg od dopamine in 210ml at a rate of 2.2ml/hr instead of the intended diluent of 250ml and rate of 2.5ml/hr. At 1530, the nurse noted the error. The pump was reprogrammed to the intended rate and the therapy continued. There were no reported adverse pt effects as no medical interventions were required. Though requested, no add'l info was provided.